Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp pump. The device was inserted and initiated without any issue, however, the decision was made to withhold from administering heparin (both systemic and in purge fluid) in anticipation of patient receiving a coronary artery bypass procedure. Not adding heparin to the purge solution is against the impella's instructions for use recommendations. Approximately 3 days after implant, the patient developed a peripheral thrombosis in impella leg that required removal of device and a fasciotomy. Patient recovered and later received a successful coronary artery bypass procedure.